Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's scs system was autoreducing. The sjm rep met with the patient and diagnostic testing revealed the patient's lead implanted on (B)(6) 2013 showed high impedance readings on multiple lead contacts. Reprogramming was unsuccessful. The patient denies any falls. X-rays were taken and the physician believes the lead may have migrated. Surgical intervention will be taken at a later date to address this issue.